Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent delivery testing, and pump was noted to be functioning properly. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
The issue was reported to smiths medical by drug distributor on behalf of the home care user. The device was being used for enteral delivery of medication for treatment for symptoms of advanced parkinson's disease. The reporter stated the patient reported that the continuous dose was being "administered faster than with his previous pump" due to "off symptoms" occurring more often and with greater severity. The patient reported a "swollen feeling" at the abdomen and sensitivity in the feet. No adverse effects to patient reported. The patient reported this issue occurred with his current day pump and his night pump.